Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported tissue injury appears to be due to user technique. The reported tissue injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4. One clip was successfully implanted, and the mr was reduced to grade 1-2. To further reduce mr, an xt clip was inserted. However, while attempting to place the clip, a tear was observed on the posterior leaflet, causing mr to increase to a grade of 3. Therefore, the xt clip was removed and the procedure was discontinued. There was no clinically significant delay in the procedure. No additional information was provided.